Manufacturer narrative:
This report is being filed to provide additional information related to MDR #2124215-2006-13190, submitted (B)(6) 2006 and follow-up submitted 01-nov-2007.

Event description:
Guidant received information that this transvenous defibrillation lead, implanted nearly 8 years exhibited pace/sense impedances of over 3000 ohms, and some at 250 ohms. All other lead measurements were normal and sensing and pacing without issues. Additional information provided stated that weekly averages were showing pacing impedances greater than 3000 ohms; however, daily measurements were recorded within normal limits. A boston scientific technical services (ts) consultant discussed this anomaly and confirmed that it did not represent a patient safety issue. No troubleshooting was performed as impedance issues dated back for more than a year with no evidence of lead issues or episodes. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received which reported that an alert was received from the remote monitor that the shock impedance measurements were greater than 150 ohms. Noise and oversensing were also observed; therefore, a lead fracture was suspected. Technical services (ts) discussed troubleshooting options. The physician elected to program tachycardia mode off for this patient who had never received a shock from the device. No adverse patient effects were reported. The lead remains in service.